Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H10: livanova deutschland manufactures the sorin centrifugal pump console. The incident occurred in china. In agreement with one of the possible corrective action suggested in the relevant service manual, it was selected to continue to run the pump. As per follow up, the scpc was checked remotely and a fault possibly caused by connection is presumed the root cause. It was concluded the eed to inspect the machine on-site for confirmation. The machine is still in service, no error message after the complaint. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the scpc intermittently displayed the alarm inconsistent actual value impulses (e78). Meanwhile, the pump was hot to the touch and the flow of blood was unstable. There is no report of any patient injury. The relevant personal could not troubleshoot the problem and the technician could not judge for the cause either: the scpc is currently out of service.

Manufacturer narrative:
H11: as per device service manual, this reported error code, if the pump continues to run, could be due to hall sensor/motor control board connection failure. A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar events have been reported. Based on the investigation results for similar cases, the reported error code can be due to: defective hall sensor. Defective motor control board. Defective connection between pump control panel and motor control board. Defective connection between hall sensor and motor control board. Defective connecting cable/short circuit. Taking into account that the reported malfunction could not be reproduced after the reported event, it cannot be ruled out that a faulty intermittent connection could have led to the reported event. However, there is no concerning trend for this kind of failure.

Event description:
See initial report.